Manufacturer narrative:
Follow-up #1: date of submission 8/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings:. No defect was found. Unable to duplicate the "quiet sounds" complaint. Pump returned with all sound features set to ¿high¿ and temp basal set to ¿off.¿ pump boots to the verify screen with audible & vibratory features. The audible alarm reading measured with in spec at 69.5db. An alarm and a warning were reproduced for the investigation with sound set to high; pump gave the appropriate sound warning and displayed correct message on the screen. The tdd's for event date have been overwritten. The available tdd¿s correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. No alarms occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6)2015, the patient experienced a blood glucose (bg) of 20 mg/dl associated with an audio tone issue. Reportedly, the patient remained on the insulin pump and was treated with IV glucose and a glucagon injection by a third party. During troubleshooting with customer technical support, the audio tone was reviewed with the user and the issue had been resolved. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.